Manufacturer narrative:
This is one event (unspecified injury) for the same patient involving two separate products.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event, the associated MFR report numbers are 1225714-2014-014778 and 1225714-2014-014779. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced alkalosis, cardiac arrhythmias, and sudden cardiac arrest, which is alleged to have been caused by the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged the plaintiff experienced an unspecified injury on an unknown date after use of the product.